Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this right ventricular (rv) lead was on the commode and received a shock due to noise on the rv channel. The noise was unable to be reproduced with isometrics. The patient was later upgraded to a bi-ventricular device due to disease progression. During this procedure, the pace\sense portion of the rv lead was surgically abandoned due to questionable sensing issues. No adverse patient effects were reported.